Event description:
It was reported that a patient was transferred to a hospital neurosurgical unit with an implantable drug delivery system in situ. The baclofen concentration in the pump was 2000 mgc/ml at 0.07 ml/h. The hospital uses 400 mgc/ml at 0.35 ml/h. The pump was refilled and reprogrammed putting in the correct concentrations for the drug change. No bridge bolus was performed and as a result there was still 1.96 mls of the higher strength concentration in the catheter which was given at the higher rate of 0.35 ml/h. The patient is sensitive to baclofen and presented with vomiting. The baclofen dose was reduced to 50 mcg/day and symptomatic management was instigated which resulted in full resolution of the symptoms. The severity did not warrant instigation of emergency overdose guidelines.